Event description:
The facility returned the device for service. During product evaluation a defective user interface module printed circuit board was identified. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 12, 2007. Evaluation summary: the reported issue was confirmed. During service, the fail code 703:00 was found in the event history, which confirms the defective user interface module printed circuit board (uim pcb). This failure code is manifested as a result of the uim pcb being defective. The uim pcb was replaced.